Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) when unit was placed on patient, patient developed crushing chest pain, unit was alarming no gas in balloon, units screen showed there was no gas inflating the balloon. The iabp was removed and the patients chest pain was resolved. Related to balloon: tw: (B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Investigation findings, a getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp), but was unable to reproduce the reported issue. Gas loss alarm verified functioning correctly as per manual. Confirmed all test and checks were within specification. Completed full calibration. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for use.